Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) reservoir migration in the abdomen. A revision surgery was performed in which the existing component was removed and replaced. There were no device malfunctions caused by the migration and the patient did not experience further complications.